Manufacturer narrative:
This report is for an unknown tfna nail/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event as follows: it was reported that the patient underwent an unknown surgery with the trochanteric femoral nailing system advanced (tfna) long for a femoral subtrochanteric fracture on (B)(6) 2019. During distal side stopping, the surgeon made a preliminary hole with a bone punch and then drilled the bone with a radiolucent drive with a trauma recon system (trs) and measured the depth. The surgeon then attached a locking screw into an inter-lock screwdriver and then tried to insert the screw into the bone. When the screw reached the nail, the screwdriver could not rotate further and the screw could not advance. This occurred at two distal holes out of three. Finally, the surgeon was able to insert a screw in the middle hole out of the three distal screws and not at the other two distal holes. According to the surgeon, the screw came off the inter-lock screwdriver many times when he was trying to insert the screw. Two screw holes remained open. The patient is in the hospital and non-weight bearing will be extended longer than originally expected since the distal side stopping was done by one screw only. The surgeon commented that the screws should have attached to the screwdriver more firmly and the nail might have been tilted during screw insertion causing misalignment of the hole direction. There was a surgical delay of sixty (60) minutes. Procedure and patient outcome are unknown. Concomitant device: tfna nail (part/lot unknown, quantity 1); screw (part/lot unknown, quantity 1). This report is for an unknown tfna nail. This is report 4 of 4 for (B)(4).